Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.50 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting and patient experienced a refractive surprise. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).